Event description:
It was reported that the pump usb port was damaged preventing the pump battery to charge. It was also reported that the touch screen was cracked, unresponsive, and unreadable. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged touch screen unresponsive issue was verified, but the touch screen cracked and unreadable issues could not be verified.